Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is joint space loss in both the medial and lateral compartments, most advanced medially, with metal on metal contact, advanced thinning of poly component, sign of poly wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient has been indicated for a revision procedure due to unknown reasons and no revision procedure has been reported to date. However, x-rays were reviewed and found indications of polyethylene wear.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog # unknown, lot # unknown. Unknown tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for a revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.